Event description:
The pt experienced a loss of therapeutic effect. It was found that the neurostimulator was turned off; however, the pt was able to turn device back on (to 2.0 volts on program 4) and stimulation returned. She also experienced pain at "wire" site when she while lying down on her back and disappeared when the device was turned off. The pt followed up with health care provider (hcp) on (B)(6) 2011 to discuss ongoing concerns regarding her device and therapy. F/u info from the hcp reported that it was unk as to the cause of the event but was noted that the pt was having trouble adjusting their stimulation. Additionally the hcp reported that the pt's incision (hcp was told "seroma") opened after they leaned on the corner of a counter. The hcp closed the opened incision over the battery site. Pt outcome was reported as a non-serious injury.

Manufacturer narrative:
(B)(4).